Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. Note: the dispenser assembly was not returned with the specimen. The specimen presented an overall length of 137.2cm and a finished diameter of .03350" to .03410". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wetting with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactually consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented shear/cut damage at the distal end along with the presence of discoloration on the core wire. The specimen's polymer jacket material also presented melt damage along with core wire exposure at 1.3cm from the proximal limit of the shear/cut damage. All material distal of the shear/cut damage is missing and was not included with the returned specimen. Except where noted, the specimen device appeared visually and dimensionally correct. Though the customer did not respond to our request as to whether or not a laser was used, the presence of discoloration on the core wire as well as the presence of melt damage with core wire exposure on the polymer jacket material is indicative of a laser coming in contact with and/or in close proximity of the guidewire. As noted in the device instructions for use (dfu) warnings, use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. Do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactually inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
As of this report, the device has not been received for evaluation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. As noted in the device instructions for use (dfu) precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: per cnf, it was reported that: during the procedure, it was fractured inside the patient for no reason. Fortunately, it was found and it was removed in time without causing adverse consequences. The patient condition following procedure was stable. What was the patient condition following procedure? Stable. When was the problem noticed: introduction. Where did the problem occur? Inside the patient. Procedure outcome: completed with another of same device. Event resolved? Yes. Additional information provided 10 january 2025: 1. Is there a photo of the complaint device? No. 2. Was there visible damage to the device and/or its packaging prior to use? No. 3. As reported, could you please clarify on when was the problem noticed, during introduction or during procedure? During procedure. 4. Listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Ureteral guide sheath, model: 12f, brand name: cook / disposable flexible scope, brand name: happiness works. 5. It was mentioned in the report, "it was found and it was removed in time", could you please clarify if a part of the zipwire was detached? Yes. A. If yes, was the detached piece removed in its entirety from the patient? Yes. B. If yes, what method was used to remove the detached piece from the patient? With forceps. 6. Was the zipwire advanced through a metal cannula or needle? Yes. 7. Was the "fractured" piece the black polymer jacket material or was the core wire fractured? Unk. Please see the device returned. 8. It was reported that the device is expected to be returned. A. Has the device been shipped back to the distributor for evaluation? The device has been shipped.